Manufacturer narrative:
(B) (4). A review of the device history records for this device did not reveal any non-conformances to spec or deviations in procedure which might contribute to the reported event. Eval of the returned device is in process. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent a fusion procedure to treat spondylolisthesis grade 2-3. An unk time post-op, the pt was back to normal activity when she reportedly heard something break. Radiographic images showed the tulip head of the screw broken off from the rest of the screw. The pt underwent a revision surgery to remove the broken screw.